Event description:
The reporter stated a cc4204a collamer aspheric single piece lens became stuck in the cartridge while being inserted into the patient's eye. The lens was cut out of the eye with no patient injury. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Device evaluated by manufacturer? No: lens not returned. Method: lens work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. Only a small portion of the lens was returned. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).